Event description:
It was reported that a patient who underwent primary breast augmentation with a 500cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was diagnosed through computed tomography. As a result, explant was performed on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 13, 2025, additional information was received indicating the patient also experienced capsular contracture baker grade unknown on the right side. The replacement devices were identified as mentor breast implants (serial numbers (B)(6)). On jun 13, 2025, it was noticed the previous report erroneously omitted the following information: the patient was involved in a car accident which may have caused or contributed to the event. On jun 13, 2025, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant was found to be ruptured, received in three (3) parts. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. H6. Health effect - clinical code e2402: chest injury. Manufacturer¿s reference number: (B)(4).